Event description:
It was reported that an alert was triggered due to out of range shock impedance measurements. The values were not able to seen on remote monitoring due to the timing of the measurements and uploading to the device memory. No noise was seen and other values were stable. When a check of this implantable cardioverter defibrillator (ICD) was performed no out of range shock values were seen, while the ventricular thresholds had increased slightly. Further review by boston scientific technical services (ts) confirmed one out of range low value recorded. Ts discussed continued monitoring of the patient via remove monitoring. The lead is a competitor lead. No further changes were made to the system at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).